Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown and rupture.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported capsular contracture, baker grade unknown. The device has been explanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional reported, left side rupture. Healthcare professional, additionally reported, capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of rupture and capsular contracture was received on february 22, 2024 with lot number#: 1567599. The device is a silicone device. Based on the device analysis grid, the assessments of the complaint are: rupture: observed, a broken device on radius assessed, as a surgical impact opening (shell thickness within spec). Capsular contracture: unable to observe, since it is not related to the device. Additional observations: stress marks observed, on the device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported left side rupture. Healthcare professional additionally reported capsular contracture, baker grade unknown. The device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 18mar2024.